Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the system's accuracy was verified. It was found that several instruments were faulty. The medtronic representative had these faulty tools removed from use. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that while the surgeon was performing a tracer registration with the patient prone the system was accurate. The site draped the patient and put on a sterile frame. The surgeon attempted to align the trajectory and the original burr-hole was not sufficient so the burr-hole was moved. The surgeon locked the trajectory and set the depth on the biopsy needle. When the biopsy needle was inserted it hit cerebrospinal fluid (csf) fluid. After un-draping the patient the site put on the reference frame and noticed a 1 cm inaccuracy. It was noted that the tracer pattern was focused on the predominately on the forehead. There was no impact from the csf leak to the patient. The surgeon was able to control the leak. The delay in surgery was an hour. The surgery was discontinued and the biopsy was not completed. The patient was rescheduled for a second surgery. The delay in surgery was an hour.

Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. The investigation found that through analysis of the tracer registration performed was insufficient and the root cause of the anomaly. The software functioned as designed. A medtronic representative then confirmed that the site is familiar and able to perform tracer registrations with proper accuracy. In this reported issue, the patient was in a prone position and the difficulty of the tracer was therefore increased.

Manufacturer narrative:
Correction: the "faulty instruments" referenced on the initial MDR were reported separately under the following MDR numbers: 1723170-2017-00903, 1723170-2017-00861, 1723170-2017-00864. Additional information: the instructions for use (IFU) which accompanies the device contains guidance regarding proper tracer registration technique.